Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The customer reported working with unit over three days and was unable to verify clinical complaint. The customer and the manufacturer's technical services team performed a touchscreen calibration and verified the full range of touchscreen response using screen diagnostics. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
The customer reported an intermittent touchscreen. The customer confirmed there was no patient involvement.